Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Pt self-tester noticed blood in her urine about a week or 10 days before (B)(6) 2011. She called 911 and tested her inr on her meter while waiting for ambulance; got inratio inr = 1.5. Hosp lab draw was an inr of 9 - something. Pt did not know time difference between tests or exact dates. Pt was given six (6) pints of blood in the hosp and tests there could not identify the source of the bleeding.

Manufacturer narrative:
Investigation: significant discrepancy was identified between inratio and reference. The difference is greater than seven (7) between two assays. Inratio results was obtained after the fact of urine bleeding. There was no info indicating bleeding was caused by incorrect inratio result. No product was returned for investigation. No product info was provided. Unable to pursue further investigation. Although technical support offered to troubleshoot and replace the meter, the pt declined and hung up without providing further info. Conclusion: customer reported significant discrepancy between inratio and reference test. No strip lot info was available. No product was expected to be returned. Root cause could not be determined with the info customer provided. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.